Event description:
It was reported that during post-dilatation of a moderately calcified left anterior descending artery with a nc trek, the balloon was inflated to 14 atmospheres on the first inflation and ruptured on the second inflation at 16 atmospheres. A new nc trek was used to complete the procedure. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) -incorrect prep. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. The nc trek instructions for use cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The IFU further states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.